Manufacturer narrative:
Literature article citation: lad et al. Bmp and cancer risk: results of a large, propensity matched study. Neurosurgery. 2012 aug;71(2):e554. Device implant date: between 2003 and 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that a database was used to identify patients who had undergone lumbar fusion. Of the 94 ,166 fusions performed, the authors excluded those with previous diagnosis of cancer and those with less than 2 years of pre- and postoperative follow-up. The association between bmp and cancer risk was independently probed in the total cohort and a propensity matched cohort in which the non-bmp group was designed to closely resemble the bmp patients on a number of parameters related to demographics, insurance type, and comorbidities, among others. The primary outcome was all-type cancer risk at two or more years following operation. The propensity matched cohort comprised a set of 1344 patients who underwent fusion with bmp and a matched group of 1344 without bmp. In this cohort, the all-type cancer risk was not significantly different. When examining tumor incidence in the total cohort (9367 patients) using a multivariate analysis, there was no significant difference between the two groups except for the diagnosis category "benign neoplasms". This effect was not evident in the propensity matched cohort. Forty-three patients in the bmp group developed cancer. Thirty-five were diagnosed as benign neoplasms.